Manufacturer narrative:
Philips service replaced the fdc board and restored the device to normal use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent startup failure; fdc board replaced on a allura cv20. The clinical use of the system was outside of use. There was no reported patient or user harm.